Event description:
An administrative assistant reported that the surgeon noticed low aspiration during a cataract surgery. A plastic material was found to be obstructing the fluidics management systems tubing. The issue was resolved through product replacement. There was no report of harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).